Event description:
It was reported to philips that the external paddles could not deliver a shock. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted once the investigation is complete.